Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was back in (B)(6) they had trouble with pain. Their stimulator was working on their right side but they had trouble with their left leg. The pt was in the hospital for a week and saw their hcp and a medtronic rep reprogramed to help both of legs. The rep fixed the therapy to help both legs. The therapy settings worked but in the last month it was like it was not working. The pain got progressively worse where the stimulation helped but the both of the pts legs had nerve pain down in their legs. Their right leg hurt all the time even after they adjust therapy settings. If they turned it up it did not affect it any. They still felt the buzzing in the legs but the pt had a lot of pain. The pt was still on pain medication and it was not working like it did. Pt mentioned they had bursitis in their right hip but that was a different pain. The last 2 or 3 days the pt started to feel a sharp pain at their implant sight but it was not constant for if they stepped a certain way, it would pinch them. If they took a step a certain way it would feel like a grabbing type of feel to it, it was a real sharp pain at the implant sight on the top corner of it the patient was redirected to their healthcare provider to further address the issue. Patient stated the hospitalization was not due to scs. Scs was implanted for one leg and she started having extreme pain in the other leg due to worsening existing condition. At the hospital the doctor called an mdt rep who programmed and patient did get some relief for the new pain for a little while but then it came back again. She wanted to see if the device could be reprogrammed. In addition, her implant site started hurting. She felt sharp pinching and that pinch was so extreme that it felt like shocking. She saw hcp yesterday (B)(6) who said the device needs to be re-anchored because when the device is pushed at the bottom, it sticks out from the top. It is moving in the pocket to some degree. Dr. Has decided that there will be surgery to either reanchor the device in the pocket or replace it because it has been in there for more than 5 years. The surgery is not scheduled yet. Patient confirmed that hcp will do the surgery, but it is unknown when patient will get the date. Patient confirmed no mdt rep was aware of the pocket issue or this surgery yet. Hcp will call mdt to have a rep be present at the surgery once it is scheduled.